Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and pockets were saying duplicate address detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 was failed. The field service engineer (fse) performed service on row a drawer 2.2, which had shown a duplicate address error. The drawer responded correctly in the hardware test application (hta). Cubies were removed from rows a, b, and c, and all cables and wires at the back of the drawer were reseated. Row a was swapped with row b, and the station was rebooted. Functionality was verified in hta, and the test was completed successfully. The application was launched, and the escort was allowed to reload medications, then access the drawer without issue. Functionality was tested again and confirmed successful. The system functioned as intended after the field service engineer repaired the device.